Event description:
It was reported that the pulse generator was impossible to interrogate and was found in backup vvi mode.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the device exhibited loss of telemetry due to low battery voltage. The pacemaker was received in backup mode because multiple bits were flipped.